Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and good faith efforts. The customer did not reprocess the device prior to sending to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus without performing reprocessing at the facility. Therefore, the root cause can be attributed to failure to follow instructions. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - operation manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection describes the detection method. - instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the plastic distal end cover was dirty and dented; the adhesive around the light guide lens was peeled with a white clouded area; the adhesives around the objective lens also had white clouded areas; the connecting tube was buckling; the forceps elevator lever was deformed; the forceps could not be inserted smoothly due to a dent on the channel tube; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive on the bending section cover had a white clouded area, a crack, and a chip; the universal cord was wrinkled; switch4 was worn; the paint on the suction cylinder and air/water cylinder were peeled; there were scratches on the bending section cover, switch1, switch3, the protector of the universal cord on the control section side, the connecting tube, the image guide protector, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had an insufficient angle. There was no report of patient harm. The device was returned, evaluated, and foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.